Event description:
It was reported that the patient was experiencing discomfort with the implanted device and had concerns about the cosmetics of the device "sticking out like a rock sitting on my shoulder". The patient was referred to their physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis, it was reported that there were no anomalies found.

Event description:
It was reported that the patient was experiencing discomfort with the implanted device and had concerns about the cosmetics of the device "sticking out like a rock sitting on my shoulder" the patient also noted "I am feeling a sharp point next to my shoulder blade". The patient was referred to their physician. Additional information received indicated that the device was explanted. No patient complications have been reported as a result of this event.